Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screw was broken by the cutter during the skull repair surgery. The screw was replaced and there was no injury to the patient.

Manufacturer narrative:
Three screws were returned. The head of two screws were damaged and broken off. It is unknown how or when this damage occurred. There were no anomalies noted with the other screw. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. If information is provided in the future, a supplemental report will be issued.